Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislodged left essure device') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) failure to occlude left side" on (B)(6) 2014. The patient's medical history included cesarean section in 2013, termination of pregnancy - elective in 2009, vitamin d deficiency, fracture, gravida, parity 1, sexually transmitted infection and pap smear abnormal. Previously administered products included for prevent pregnancy: birth control pills from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced abdominal pain lower ("cramps"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the left essure device). At the time of the report, the device dislocation, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy to be noted in essure insertion date as (B)(6) 2014. Failed left essure device. Still have one coil in, so still experiencing same symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Other (please describe) spillage found on left side. Pathology test - on (B)(6) 2015: the specimen is received without fixative labeled with the patient name and "l essure device". The specimen consists of a shiny metal coiled wire measuring 8.2 cm in length by less than 0.1 cm in diameter. No tissue is adherent to the device.. Concerning the injuries reported in this case, the following one was reported via medical records:devie dislocation. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr was received. Reporter information was updated. The event injury was updated to device dislocation. New events: abdominal pain lower,abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), migraines, headaches, dyspareunia, failure to occlude (close) fallopian tube(s), fatigue were added. Medical history and lab data were added. Historical drug was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.